Event description:
Seen by dr. For routine pacemaker follow-up 5/15/95. Intermittent failure to capture detected-since this lead is on "lead alert", it was felt to possible have an intermittent break in the insulation, this lead was disconnected and capped-bipolar lead pacemaker inserted 10/29/90.